Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was found to be missing from the housing puck. The complaint of missing sensor wire was confirmed. Due to the separation of sensor wire, the sensor is considered to be detached. The root cause is determined to be a detached sensor wire from sensor pod.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced sensor failure during startup period, and she could not see sensor wire upon sensor removal. Sensor wire was not present on patch, not in the applicator or needle, and not on patient's body. Dexcom has issued an rga for patient to return device to be investigated.